Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version 4.11j. Retainer ring = black. Pump case: ngp. Patient returned pump for alleged pump error 43 observed on (B)(6) 2022. Received pump error 38 during rewind. Unable to perform rewind, displacement test, prime/seating test, basic occlusion test, occlusion test, and force sensor test. Pump fails self test due to vibrate anomaly. Successfully downloaded history files and traces using thus and carelink. Verified pump error 43 on 08/17/2022 at 13:00:21.000. Confirmed pump error 38 on 01/26/2023 at 12:49:39.000 test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, motor, force sensor, keypad flex traces, lithium battery, and harness assembly vibrator. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, faded end cap address label, and corroded battery tube. No pump error 43 noted during analysis, pump error 43 not confirmed. Pump error 38 and vibrate anomaly confirmed due to moisture damage. Moisture damage confirmed on pcba 1, motor, force sensor, keypad flex traces, lithium battery, and harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The customer was able to clear the alarm and states that they are able to rewind the pump, after the replacement test also insulin pump shows pump error after restarting the pump. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that pump error 43 occurred. There was no adverse impact or consequence reported as a result of this event.